Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was hospitalized on (B)(6) 2016 with blood glucose of 1018 mg/dl. Customer was hospitalized due to diabetic ketoacidosis and hyperglycemia. Customer was treated with insulin drip. Customer was not wearing insulin pump at the time of hospitalization and it was not known how long customer was off of insulin pump therapy. Hospital staff inquired if bolus wizard was working correctly. Bolus wizard and basal rates were checked and self-test was ran on insulin pump.